Event description:
It was reported that during a procedure, at 36,475 joule; 5:36 minutes," fiber broken" was noted. The fiber was exchanged and the procedure was completed. No damage to the patient reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2400-429a-(B)(4): the report of "fiber broken" could not be confirmed; however, fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibited severe burnt on detritus; the glass cap exhibited severe devitrification at the output window. Based on the analysis results, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limited the performance of the fiber.